Event description:
The surgeon drilled the holes with the guiding block and drill sleeve by hand. While inserting the va screws in the holes with the guiding block and torque limiter, the surgeon could not fit the va screw in the second left proximal hole. The surgeon continued to rotate the screw. It screw appear to run through the hole of the plate. The is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. No sample was returned for evaluation. Manufacturing records showed no deviations regarding material analysis, strength and structural stability. This lot was manufactured according to specifications.